Event description:
It was reported that when the patient's pump was replaced in 2006, the catheter was disconnected from the pump, and a new catheter was placed. The hcp elected to leave the initial catheter in place. In 2007, the patient experienced increased back pain and spasms. The patient underwent catheter revision, and the initially implanted catheter was also electively removed. The patient's pump contained baclofen.

Manufacturer narrative:
Final device analysis revealed a hole in the catheter. It appeared that the end of the metal pin of the catheter pin connector caused a hole to develop in the catheter, and ultimately the catheter then tore completely (possibly at explant where the hole had already developed).

Manufacturer narrative:
(B)(4).